Manufacturer narrative:
Insulin pump passed displacement test. No unexpected constant tone or missing segments or partial display noted. Unit was received with insulin pump error trace pointers are invalid or history pointers failed. The history pointers are corrupted or post-reset ram crc alarm after battery changed and power supply test failed during self-test error alarm during self test due moisture damage on electronic assembly. Unit was received with corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The mother states that the customer was in a pool and then the insulin pump began to alarm and flash white. They changed the battery and it continued to alarm even after removing the battery. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.